Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found autofill codes # 57 1a, 0 and a code which indicated a water condensation build up in the system. To resolve the issue, the stm completed water condensation removal per section 5 of the service manual. Full calibration, functional and safety checks have been performed per factory calibration procedures. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "system failure". The iabp was replaced, and no adverse event was reported.